Event description:
A nurse contacted baxter's technical svc center regarding a sys error 2240 message, that appeared on the display of the hosp's homechoice machine during drain 1/6 of the pt's automated peritoneal dialysis therapy. Reportedly, the pt disconnected their transfer set from the pt line of the homechoice set without pausing therapy. The pt then reconnected to the setup and rec'd the alarm. Baxter's technical svc center assisted the nurse in ending the therapy early. Therapy was completed by setting up new supplies. No pt injury or medical intervention was associated with this incident per the nurse.